Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they have the stimulation up to 3 now and at first they didn't even feel it at all and 2 days later they started feeling the sensation which was pretty strong but it comes and goes and sometimes they don't feel the stimulation at all. Patient mentioned they were still having the same issues as before the implant. Patient confirmed they have not received any improvement since implant and when they go to get up in the night time that's when the urine starts coming out. Patient reported: no change in baseline / never received therapy benefit. Symptoms reported: urinary incontinence. Agent asked if patient discussed this with the doctor and patient said they did not. Patient stated they told the doctor that they didn't feel the stimulation and the doctor put it up on 3. The patient was redirected to their healthcare provider (hcp) to further address the issue.